Manufacturer narrative:
Pump received with intermittent act button response due to corroded keypad traces. No button error alarm noted during testing. No cosmetic damage noted. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 298 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.